Event description:
It was reported that the patient received repeated low-glucose alerts while using the ilet, confirmed a blood glucose of 72 mg/dl by meter, treated with oral glucose multiple times, removed the ilet until glucose rose, subsequently experienced hyperglycemia up to 300 mg/dl, and then performed multiple breakfast announcements to obtain insulin. Symptoms included shakiness. Outcomes included transient hypoglycemia followed by hyperglycemia, with glucose trending down by the end of the interaction and no medical intervention or hospitalization. Investigation included review of ilet report and user troubleshooting and education on appropriate meal announcements and treatment of lows. Investigation of this case revealed user over-treatment of hypoglycemia and nonstandard use of meal announcements leading to rebound hyperglycemia, with device function not shown to be impaired. It was concluded that the event was related to user management of hypoglycemia and insulin dosing workflow, with cause of the initial low glucose unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.